Event description:
It was reported that the customer noticed liquid in the reservoir compartment. No further information reported.

Manufacturer narrative:
There was no button response due to corroded keypad traces. Moisture damage was noted on the electronic assembly. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip, battery tube threads and case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.